Event description:
The pt reportedly developed a post-operation infection. The pt was prescribed antibiotics (zosyn) per infectious disease for two weeks beginning on (B)(6) 2013. The pt was reportedly hospitalized from (B)(6) 2013. The pt was explanted. The electrode array remains in the cochlea. The surgeon noted the pt had events of poor healing possibly related to a reaction to the stitches. Revision surgery will be scheduled.